Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found tubing from the blood sample valve (bsv) to the blood detector popped off due to the back pressure. The fse indicated that the bsv was not rotating properly and replaced the bsv assembly to resolve this issue. The fse performed verification with no problems or errors. Failure mode was attributed to the bsv which was not rotating properly causing tubing to the blood detector to pop off. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that while troubleshooting for non-numeric, instrument flagged results for all parameters except nrbc=0.0 with instrument flagged r, p on a patient sample run on their unicel dxh 800 coulter cellular analysis system, they observed about 50 ¿ 100 ml of clear fluid leaked near the bsv (blood sample valve) and syringe. The customer stated that they have a safety plan and material safety data sheets (msds), but neither were utilized in connection with this event. The customer was wearing gloves and a laboratory coat when they noticed the leak. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated. The customer re-analyzed the sample on another dxh instrument and obtained results were fine. There was no effect to patient care.